Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation, however, a picture was provided by the end user. The picture shows the ceramic tip fractured/broken approximately 4mm from the shaft-to-tip junction. The fracture location of the ceramic tip is black, possibly due to thermal damage. The customer's reported complaint description of probe tip detached was confirmed via picture provided by the customer, however, no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Review of the picture indicates that tip detachment may be due to a heat/thermal event that fractured the ceramic tip. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a 19cm solero applicator. The applicator was tested successfully at 140w for 30 seconds; therefore, it was placed percutaneously, into the patient's liver. The unit was set at 140w, for 6 minutes. Three minutes and forty seven seconds into the ablation, a "high reflected power" error message occurred. The error could not be cleared; therefore, the applicator was removed from the patient. At that time, it was noted that the tip had detached and remained in the patient's liver. The decision was made to leave the tip in situ and there are no plans to remove in the future. At this time, the provider considered the procedure completed, since after the removal of the applicator, the area was scanned confirming the ablation area was acceptable.

Manufacturer narrative:
A user facility medwatch form was received on april 11, 2022 after closure of this complaint event file. The information provided did not affect the final product evaluation, investigation, findings, or the root cause determination. Reference (B)(4).